Event description:
The end user has reported that the lag screw driver was broken during the operation and they used another one as they have two instrument sets. Procedure was completed successfully with no surgical delay or adverse consequences.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the lag screwdriver, the inner rod and the compression wheel showed significant traces of an intense and frequent use. All of the four pegs of the lag screwdriver received was found to be completely broken off. The broken off pieces were not returned. The breakage surface showed the typical structure of a forced, ductile fracture due to overload. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by due to disproportional force and/or bending stresses generated by applying inappropriate pressure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use states: ¿¿ only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] ¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. ¿ the design of the instrument must not be modified in any way.¿ if any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The end user has reported that the lag screw driver was broken during the operation and they used another one as they have two instrument sets. Procedure was completed successfully with no surgical delay or adverse consequences.